Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 309 mg/dl at the time of incident. The customer was assisted with troubleshooting for keypad anomaly. The customer was reported that the scroll bar was not moving with no input and all buttons are not responding. The customer was reported that the battery side compartment was cracked. The customer was advised to replace and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.